Manufacturer narrative:
(B)(6). (B)(4). Concomitant medical products: 00500104728 63278234 liner 28 mm i.d. For use with 47/48/49 mm o.d. Shells; 00801802802 63445199 femoral head sterile product do not resterilize 12/14 taper; 00500104700 62970021 shell 47 mm o.d. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient was revised approximately 4 months post-implantation due to femoral periprosthetic fracture after patient experienced a fall. The stem and head were removed. No additional information is available.

Manufacturer narrative:
Complaint x rays were evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.